Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to be sent for investigation in our service laboratory in bbm, (B)(4). A follow-up report will be provided as soon as the investigation results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "rate not ok". According to customer: "according to the medical technology department, there was no patient harm and also no information about whether there was an over- or under-infusion".